Event description:
During a case the tip of the expressew iii suture needle broke off. The surgeon retrieved the tip. The x ray was negative for the retained tip. The surgeon's operative note: ... "We placed five horizontal mattress sutures with the expressew suture passer from the suture anchors through the supraspinatus and upon the last suture being passed, we heard a snap. We removed the expressew suture passer with the very last 2 mm. A needle head was broken. At this point, we brought in fluoroscopy. Under fluoroscopic exam, we were able to remove the piece. We got plain film x rays to confirm there was no foreign body left in the shoulder. We also retrieved the 2 mm piece. We then passed the final suture with a new expressew suture passer... The patient was transferred to post-anesthesia recovery in good condition."